Manufacturer narrative:
Additional patient identifier: (B)(6). Patient weight is not available for reporting. This report is for an unknown pdl polyethylene inlay. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2016 for a total disc replacement at l5-s1 disc level using a prodisc-l implant. Patient was implanted with one (1) large 11 degree superior plate, one (1) large inferior plate and one (1) large 10mm polyethylene inlay. Post-operative, on an unknown date the patient felt a ¿pop¿ in the lumbar spine region. Upon imaging, it was reported that the prodisc l implant had migrated anterior and was dislodged. Also, the right-side pedicle bone presented with a bone fracture. On (B)(6) 2017, surgeon removed all original implants and revised the patient to a cougar cage implant with biologic. It was reported that during the revision surgery there did not appear to be much bone growth around the implant, but there was plenty of scar tissue. The surgeon used an osteotome instrument from the prodisc l removal set to free up each implant endplate from the host bone. There was a small amount of bone that attached to the undersurface of each implant endplate. The surgeon had difficulty removing the implant due to the patient¿s size, retraction, angle, and size of the implant from left to right. It was estimated that once the surgeon started the removal portion of the procedure, it took approximately 60 minutes of additional surgery time to remove the pdl implant. On (B)(6) 2017 patient was brought back to the operating room to perform a posterior pedicle screw construct at l5-s1 disc levels with competitor¿s implants for additional spine fixation. No fragments were generated during implant removal. Revision surgery was completed successfully. Patient is reported in stable condition. Intraoperative events are captured in (B)(4). This report captures the implant migration which led to the need for revision. This report is for one (1) unknown pdl polyethylene inlay. This is report 2 of 3 for (B)(4).